Manufacturer narrative:
According to the service report dated on (B)(6) 2019: the machine did not heat up at the beginning of the morning of (B)(6) 2019. The technician found that the temperature rise was abnormally slow and could not heat. Then the technician removed the three-way valve driver and proceeded. Warming up, set to 37 degrees, the temperature rises quickly and meet the requirements, therefore the three-way valve driver was defective. According to the service protocol the device was tested and a inspection was performed. The failure could be confirmed. According to the e-mail form the fst on 2019-08-31, the defective part is not available for investigation. Therefore no root cause determination is possible. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
A follow- up medwatch will be submitted when additional information becomes available.

Event description:
The machine couldn't heat up. After the technician arrived on site in the afternoon, he could confirm that the temperature increase was unusually slow and could not heat. The technician replaced the 3-way valve and continued with the process. When warming up, 37 degrees were set, the temperature rose rapidly and the machine was working properly again. (B)(4).